Event description:
It was reported that the lead exhibited loss of capture and sensing. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal coil was squeezed and the distal insulation damaged at 10.8 cm from the connector pin. The damaged distal insulation resulted in a short circuit between the coils.